Event description:
While performing a robotic lung biopsy by dr (B)(6). The cautery spatula had a piece of it come off at the tip closest to the end. Many attempts to retrieve it were made (approx 20 minutes) and all attempts failed. Surgeon felt it was more potential for harm by continuing to retrieve than to leave it retained. Surgery continued as scheduled and was completed without any further events. Please note this occurred on the 4th use out of 10 possible uses of this product.